Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient was revised to address pain.